Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: olif surgery was scheduled at l2/3/4/5 for kyphosis procedure: l2/3/4: oblique lumbar interbody fusion (only anterior fusion) levels implanted: l2/3/4 it was reported that the cage was hard to insert as the intervertebral area was narrow and hence broke during surgery. After cage was removed once, reinsertion was performed with another cage and the surgery was finished without problems. No fragments remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis : visual review of the returned implant identified a portion has been broken off. Microscopic examination of the inserter interface I dentified a stripped threaded hole, deformation on the top face, and on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken off portion of the implant identified a fairly flat fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The above observations are consistent with inappropriate handling of the implant during attempted implantation. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.